Event description:
The customer reported to olympus, the high flow insufflation unit device turned off, and was impossible to turn on. The issue was found during preparation for use and there was no procedural involvement. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the device had an alarm during operation. It was caused by a faulty printed circuit board - pressure sensor circuit failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon of device turns off was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Based on the results of the investigation, front panel display disappears occurred due to the broken tube pressure sensor, which is mounted on the uhi-4 printed-circuit (cr) board which was manufactured before modification was applied. Olympus will continue to monitor field performance for this device.